Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had high thresholds, high pacing impedance, and intermittent capture. The physician retracted the helix and repositioned the lead. After repositioning, the helix would not longer extend. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.